Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a watchdog timeout alarm and was not able to clear. Customer's blood glucose was unknown. After battery change and waiting two hours, customer called back the next and reported that display screen was still blank. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a full segment display followed by a constant watchdog alarm due to a faulty component on the interface board. Unable to confirm the watchdog timeout alarm and excessive no delivery alarms due to the constant watchdog alarm. Unable to perform any tests due to the constant watchdog alarm. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.